Manufacturer narrative:
(B)(6).

Event description:
A healthcare provider reported that the patient was having issues with their implantable neurostimulator (ins) battery. The healthcare provider was unaware of what the exact issues were and wanted to meet with a manufacturer representative. It was also unknown when these issues started. There were no patient complications reported. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.